Event description:
The user facility reported that after an endoscopic retrograde cholangio pancreatography (ercp) procedure, an elderly patient did not regain consciousness. The patient was said to have experienced an unspecified type of cerebral embolism, and was not expected to survive. The user facility staff indicated they do not suspect the device to be the cause of the patient's outcome, and did not observe any malfunction during the procedure. The facility was contacted multiple times to obtain additional information via phone and writing, but no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found multiple non-olympus parts and repairs on the device, such as the bending section cover, bending section cover glue, insertion tube extended boot, and glue around the lenses. There were no sharp edges on the distal end unit. The device failed insulation test due to missing glue around on the distal tip cover. There was a crack and pinholes noted on the bending section cover glue. In addition, the insertion tube was found to be buckled and peeling with nicks and scratches. The cause of the patient outcome could not be determined. This report is being filed as an MDR in an abundance of caution.